Event description:
It was reported that the patient had alarmed low flow and was sent to the local emergency room where a chest computed tomography (CT) showed concerns for a clot in the pump. Log files were sent for review. The event log captured persistent low flow events with flow noted as low as 1.4 lpm. The pulsatility index (pi) values were slightly variable and noted mainly between 4-7. The patient had low blood pressure and reported that they not feel well earlier that week and had concerns for dehydration. An echocardiogram was ordered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The report of suspected ingested thrombus could not be confirmed as no CT images were provided, and the patient remains ongoing on (B)(6). Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events on 11jul2025 from 08:27:24 to 11:37:22, per the timestamps. The log file also contained numerous low flow alarms, as well as several low flow fault flags that were not active long enough to activate the low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including pump thrombosis, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management", lists thrombus as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.